Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Perform pairing test with (B)(6). Bluetooth device: passed. Performed pairing test with (B)(6). Bluetooth device: passed. Performed share log review and transmitter error was not found. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Pairing test was performed with a known good transmitter and passed. A bin file analysis was performed and found no errors. A review of the downloaded data log did not confirm the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.